Event description:
First surgery was in 2003 to removed hardware, patient had an infected hip. Films were taken. One day later the surgeon viewed the films and discovered a tiny screw was left in patient. After reviewing the set it was discovered the nd087r was missing the screw. The patient did not suffer any complications as a result of this occurrence. Since the patient had an infection stemming from the total hip surgery, the surgeon decided to remove the screw. One day later surgeon "re-oped" to remove screw.